Event description:
It was communicated on (B)(6) 2024 that the driveline infection had worsened since previously reported in march and april, requiring surgical debridement, repositioning of the exit site and vacuum-assisted closure dressing. It then gradually improved, and the patient was discharged on intravenous antibiotics following a prolonged, 5-month admission. It was stated that the patient was discharged home in mid-august and had not been readmitted. The patient remained on intravenous antibiotics that had been downgraded according to culture results.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had purulent discharge from the driveline, pain at the driveline tract region and elevated inflammatory markers. Local cultures were positive for multidrug resistant pseudomonas aeruginosa. The infection was being treated with targeted antibiotics, debridement and vac dressings. The plan of care was destination therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with a driveline infection. Log files were submitted for review and captured 112 pulsatility index events on (B)(6) 2024. Of note, partial cardiac function recovery was reported. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The log files contained events from (B)(6) 2024 through (B)(6) 2024. No notable pump-related events or alarms were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, "patient care and management", also provides information on caring for the driveline exit site as well as controlling infection. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range. The patient handbook provides instructions on how to prevent infection, including keeping the hands and driveline site clean. The handbook also provides suggested responses in the event of infection and instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported episode of hypotension could not be conclusively established. The log files contained events from 11mar2024 through 02jul2024. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for mlp-035805 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 lvas patient handbook are currently available. Chapter 1 of the IFU, ""introduction"", lists adverse events that associated with the use of the heartmate 3 left ventricular assist system, including driveline infection. Chapter 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several chapters of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heart mate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.